Event description:
The customer reported that while the unit was in use on pt, the unit displayed "leak in iab circuit" and "rapid gas loss" alarms. The pt was switched to another unit and therapy was continued. No pt injury was reported.